Event description:
It was reported that during an l2 burst fx fusion at t12-l4, surgeon was reducing with the persuader and the arm that pulls in the rod snapped in half. All pieces were retrieved. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the upper jaw broken in two pieces. No other visual signs of damage beyond that from normal use. A review of the device history record shows that a material review report (mrr) was generated for the component that broke. The mrr states the component was heat treated to 52 hrc and should have been 54-59 hrc. A review of the complaint history of the predicate for this device shows that this failure has occurred on these devices also. No conclusions can be drawn from this information. This complaint is considered indeterminate from a manufacturing perspective. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).